Manufacturer narrative:
Age at time of event: it was reported the patient was an adult. Reporter facility name: (B)(6) hospital. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upstream occlusion alarms were generated on a spectrum pump during patient treatment. It was further reported that, by the time that personal protective equipment (ppe) was removed, the patient¿s blood pressure and heart rate dropped ¿dangerously low¿. The patient was reported to be receiving ¿high doses¿ of norepinephrine (dose, programmed amount and delivery rate not reported). It was reported ¿there was never an occlusion in the set¿. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.